Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set cannula needle fractured occurred event on (B)(6) 2024. Insertion site was abdomen. Infusion set has been used for less than 12 hours. No further information available.

Manufacturer narrative:
E1:(B)(6)